Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of high thyroid results for 1 patient sample tested on a cobas 8000 e 801 module. From the data provided, a reportable malfunction was provided for elecsys ft4 ii assay and elecsys ft3 iii. The initial ft4 ii result was 100 pmol/l and the initial ft3 iii result was 40 pmol/l. The initial results were released outside of the laboratory and the patient was admitted to the emergency room for thyroid evaluation. A new blood sample was collected from the patient and an ft4 ii result of 17.8 pmol/l and an ft3 iii result of 2.85 pmol/l was obtained. The original sample was then retested. The repeat ft4 ii result was 16.2 pmol/l and the repeat ft3 iii result was 2.86 pmol/l. There was no allegation that an adverse event occurred. The samples were aliquoted by a modular pre-analytical system. The customer stated that the primary tube showed no signs of clots. The ft3 ii reagent lot was 277939 with an expiration date that was requested but not provided. The ft4 ii reagent lot information was requested but was not provided. The analyzer alarm history showed an abnormal aspiration alarm for the sample probe around the date and time of the event. Qc data was acceptable. The customer has stated that the issue is still not resolved. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist cleaned a system reagent syringe. He checked the probe adjustments. He found a reagent probe that was bent which he corrected. Both measuring cells had check testing performed with acceptable results.

Manufacturer narrative:
The field engineering specialist observed turbidity in the procell syringe and noted the affected results were obtained after a procell bottle changeover. The investigation is currently ongoing.

Manufacturer narrative:
All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.